Event description:
Additional information was received which reported that this was not a specific report to a patient or single incident. It was an observation with regards to the extension. The reporter stated that according to the surgeon, there was "potential" for movement with the low profile extension where the lead and extension connect together.

Event description:
It was reported that there was a problem with the setscrew connector block twisting occurring with the extension. No additional information was provided. More information has been requested. If further information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Supplemental submitted to correct conclusion codes and device codes. Device codes: (B)(4).

Event description:
It was reported that there was a problem with the setscrew connector block twisting occurring with the lead extension and also with the lead cap.